Event description:
The manufacturer received information alleging a ventilator was alarming for a low pressure delivery issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The device's blower bellows was found to be leaking and was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination.